Event description:
It was reported that the arctic sun device had low flow rate issue. Per review of wo on 14jan2026, there was no patient involvement. Per sample evaluation results received via task on 27jan2026, it was reported that there was a history of alarm 14 (patient temperature 1 probe out of range) occurrence in an arctic sun device.

Manufacturer narrative:
The reported event was unconfirmed. The root cause for the reported issue could not be determined as the reported event was unconfirmed. During device was evaluated upon receipt. During evaluation the cable was found to be functioning appropriately. The temperature was correctly measured as 37 degrees c when set to 37 degrees c, and the measurement remained stable with no change even when the cable was moved. It was confirmed that there is no issue with the equipment. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Initial reporter name: (B)(6) hospital the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow rate issue. Per review of wo on 14jan2026, there was no patient involvement. Per sample evaluation results received via task on 27jan2026, it was reported that there was a history of alarm 14 (patient temperature 1 probe out of range) occurrence in an arctic sun device.